Event description:
Information received from the field does not address the patient's clinical status but notes excessive battery discharge. The battery impedance was 5 kohms and the current drain was 22ua. A subsequent follow-up noted dashes (---) for some parameters and battery data showed 1.9v, 84ua, and 10 kohms. The device was programmed to 7.5v, but loss of capture was still noted and battery data showed 1.89v, 80ua and 11 kohms.